Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "confirmed alcl diagnosis;" "small amount of peri-implant fluid". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional stated that "the patient has a confirmed alcl diagnosis" and reported a small amount of peri-implant fluid; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Additionally noted was patient's concern with the product as well as patient feeling a lump for two to three months with a little pain. Affected side is left. The device remains implanted.